Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of 9 years. Unfortunately, the reason for the explant was not provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency related to the edwards valve.

Manufacturer narrative:
Based on the follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic valve degeneration. Aortic regurgitation and calcification was indicated as related conditions. Due to patient privacy regulations, the health-care provider was not able to release any additional information as requested (e.g. Operative report, discharge summary, etc.). Unfortunately, the edwards device was also discarded; therefore, the reported event could not be confirmed through evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.